Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image was not visible due to severe noise or flicker. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system had image noise. The image does not appear in combination with the camera head. The issue occurred during preparation for use before an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.